Event description:
The pt was being fed through a gastrostomy tube using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 40 ml/hr. 90 ml were delivered in 1.5 hours. The pt was found vomitting. The physician and family were notified, the pt expired 3 days later. Cause of death was aspiration pneumonia secondary to multiple cerebral infarcts (impaired swallowing/gag reflex).